Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
Pump failed accuracy test underdelivery during repair service by baxter tech. The hospital representative stated they have no record of any patient incident.